Event description:
Per the customer, it was reported that the navigation device was not completing the surface match correctly which could cause an inaccuracy. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: h3, h6. Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, it was reported that the navigation device was not completing the surface match correctly which could cause an inaccuracy. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.